Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp and in order to correct the issue, replaced the helium regulator tubing in the cart as well as the helium connect o-rings on the back of the iabp. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was experiencing a helium leak when replacing the tank. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.